Event description:
While on site working on the beckman coulter lh750 hematology instrument the field service engineer (fse) opened the power supply, and there was an electrical burning smell coming from the bulk power filter and motor controller card. The fse reported there was no sparks or flames. They did not need a fire extinguisher, or to call the fire department. No report of patient results being affected. No injuries occurred and medical attention was not sought. There was no death, injury or change to patient treatment attributed or connected to this complaint. The lab's exposure control/risk management plans are in place. The field service engineer (fse) ordered a bulk power supply (B)(4), bulk power filter pn (B)(4), and motor control card pn (B)(4), received parts and replace the parts and verified instrument operations. Based on available information the root cause for the burning smell is the parts associated with instrument repairs for this event (bulk power supply and motor control card). The lh750 certificate of compliance lists the following; (B)(4).

Manufacturer narrative:
(B)(4).